Event description:
It was reported that during device upgrade, high, out of range hv lead impedance was observed when rv lead was attached to new device. Impedance measurements were normal prior to implant. Device was reprogrammed and impedance measurements were normal. A successful dft test was performed resulting in normal impedance measurements. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.